Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had reject new battery. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with broken belt clip slot. Device passed the displacement test, idle current test, run current test, self test and off no power test. Unit received with normal operating currents. No failed battery alarm noted.